Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that in late 2008, the patient underwent stenting of the pre-dilated lmca with a xience v stent. In 2009, the patient presented to the hospital with nausea/vomiting, shortness of breath and left sided chest pain for two days. The patient was being prepared for transfer to another facility when the patient coded and was intubated. While en route, the patient coded a second time. Emergency medical service was diverted to another hospital where the patient ultimately expired three days later. Reported cause of death was cardiac arrest, respiratory arrest. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - angina, nausea and death are noted in the IFU, as known adverse events associated with coronary stenting and are not necessarily indications of a product quality deficiency. Additionally, angina, cardiac arrest, death, dyspnea, nausea/vomiting, and hospitalization are listed in the risk assessment as no-fault post-procedural complications. Although, respiratory arrest is not specifically addressed in the risk assessment, it is typically related to or coincides with cardiac arrest. An autopsy was not performed, and it is unknown if the reported patient effects were related to the xience v stent.